Event description:
On (B)(6) 2012, diabetes consultant reported pt using an infusion device has passed away. Diabetes consultant was unable to provide the pt's name or serial number of the infusion device. On (B)(6) 2012, hospital rep reported a pt has passed away while using an infusion device. Hospital rep stated the incident occurred on (B)(6) 2012. Hospital rep reported they do not feel the infusion device is the cause for the death. Hospital rep stated the pt arrived at the hospital on (B)(6) 2012 with ketoacidosis and that there were other problems; did not advise what the other problems were. Hospital rep stated the battery was not in the infusion device when the pt arrived at the hospital but the infusion device was still attached. Hospital rep was unable to provide any blood glucose details from the night before. Hospital rep reported they only have the infusion device and the insulin cartridge; the infusion set tubing and cannula has been disposed of. Hospital rep was unable to advise if any alarms had gone off. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.